Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device involved in the incident the cause for the failure cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension tubing or catheter lumen. Care must be taken when using sharp objects or needles in close proximity to catheter lumen. Contact from sharp objects may cause catheter failure. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near *do not clamp the catheter lumen. Clamp only the extensions. Do not use serrated forceps, use only the in-line clamps provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter with a hole in its extension (distal route), causing medication leakage during infusion. The device was not removed.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.